Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter with no other devices. The balloon was tightly folded. The inner shaft was buckled from the proximal end of the hub extending 6cm distally. There was no damage to the outer shaft. Functional testing was completed using a guidewire and was advanced through the tip and hub; however, the guidewire could not pass through the buckled inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-07245. It was reported that catheter entrapment occurred. The target lesion was located in the right anterior tibial artery. A jetstream atherectomy catheter was used. An unspecified size sterling balloon catheter was used with no issue. A 300cm, 8cm poly tip v-18 control wire guide wire was selected and advanced. A 2.5mm x 100mm x 150cm sterling sl balloon catheter was then used to dilate the lesion. However, it was noted that the guide wire was stuck inside the balloon catheter. When the guide wire was pulled out, the coating at the tip of the wire was missing. The devices were completely removed from the patient and th guide wire was then removed from the balloon catheter. Another of the same v-18 control wire guide wire and a 2.5x80 sterling balloon catheter were used to complete the procedure. No patient complications were reported and the patient's status was fine.

Event description:
Same case as MDR ID# 2134265-2014-07245. It was reported that catheter entrapment occurred. The target lesion was located in the right anterior tibial artery. A jetstream atherectomy catheter was used. An unspecified size sterling balloon catheter was used with no issue. A 300cm, 8cm poly tip v-18¿ control wire¿ guide wire was selected and advanced. A 2.5mm x 100mm x 150cm sterling¿ sl balloon catheter was then used to dilate the lesion. However, it was noted that the guide wire was stuck inside the balloon catheter. When the guide wire was pulled out, the coating at the tip of the wire was missing. The devices were completely removed from the patient and th guide wire was then removed from the balloon catheter. Another of the same v-18¿ control wire¿ guide wire and a 2.5x80 sterling balloon catheter were used to complete the procedure. No patient complications were reported and the patient's status was fine.